Event description:
It was reported that the user experienced hyperglycemia with a peak glucose of 400 mg/dl while using the ilet with subcutaneous insulin, after which glucose trended down to 222 mg/dl on the pump and 201 mg/dl on a meter; the user changed the infusion site and self-administered external insulin, and customer care provided education on insulin stacking and the effect of pausing delivery on algorithm performance. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention beyond troubleshooting and provision of replacement supplies for continuity of therapy. Investigation included technical review through customer interview, troubleshooting guidance, and education. Investigation of this case revealed use of external insulin and frequent supply changes, with no device malfunction identified. It was concluded that the hyperglycemia had an unclear cause and that the device performed as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.